Event description:
It was reported by service report that the brake crank screws were backing out. It is unk if there was any pt involvement or adverse consequences to report.

Manufacturer narrative:
Result: faulty brake crank assembly.